Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent plate removal. Patient had bimaxillary osteotomy and genioplasty in 2020, plates removed as per original dr's standard protocol. Then patient complained of movement in her bite. Original doctor then replated her maxilla on june 30, 2023 - y plates left and right maxilla. Patient still felt a softness during bite so sought other referral to new doctor. Plates were removed on (B)(6) 2024; maxilla found to be unstable. Right upper canine root exposed (due to local infection from plate vs tooth death and resulting bone loss). Left plate broken. Screw also found to be implanted into root of premolar. Left side stable. Implants removed and graft cleaned out. Maxilla replated again with two l plates to right maxilla and stable. Procedure was completed with no delay.

Event description:
Additional information received states that there was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photographs attached were reviewed, however the angle of the photo and the poor image quality can significantly affect the interpretation, no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.